Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with several lengths of fractured suture and no implants. There is debris on all returned items. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair, after the deployment of the t1, the t2 implant of the fast-fix 360 deployed prematurely through the meniscus; both t-implants were removed from the meniscus using tweezers. The procedure was completed with non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).